Event description:
The hcp reported that the pump was explanted due to volume discrepancies and the pt was experiencing symptoms. 1-2 days prior to scheduled refill, the pt developed restlessness and increasing spasticity. The day after refill, the pt experienced decreased muscle tone. The reservoir has been noted to be empty at refill "a couple of times." The device was explanted and returned to the MFR for anlaysis.